Manufacturer narrative:
Method of eval: review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10614. Results of eval: review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were 212 grafts from lot s10614 distributed, including 119 grafts that were reported as implanted. As of (B)(6) 2011, there was one other similar complaint reported to lifecell against this lot. MDR is also filed for that complaint along with this report. No other info was available as this was not the pt's primary care physician. Conclusion: based on internal investigation, device met qc release criteria. Lifecell is now reporting this as a serious injury requiring medical intervention that the device may have contributed to.

Event description:
Pt arrived at (B)(6) hosp (B)(6) 2010 with a 3cm x3cm area of the exposed in the abdomen. Pt had surgery done at another facility, out of state on (B)(6) 2010. Cultures were taken and there was no infection. Tests were done on the tissue and it indicates an allergic reaction. The surrounding tissue was "beefy and red" and the surrounding skin is pulling further and further away. Pt had alloderm implanted previously and dual mesh before the alloderm. This complaint was evaluated as unrelated to the device due to the time past surgery and the pt's history of multiple abdominal surgeries with multiple meshes. Lifecell is now reporting this as a serious injury requiring medical intervention that the device may have contributed to. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.